Manufacturer narrative:
The customer reported that the phaco handpiece was ineffective and heated. The phaco handpiece was received and a visual assessment of the returned sample revealed slight herniation at the handpiece strain relief. The handpiece was connected to a calibrated system and was tuned successfully. The handpiece then passed a five minute burn-in test with 100% torsional and ultrasonic power. The temperature of the handpiece was measured to meet specifications with the handpiece running at 100% torsional and 75% longitudinal power with 50% switching frequency. The handpiece was then connected to the dynamic tuning fixture (dtf) where a stroke test was performed on the longitudinal and torsional movements. The longitudinal and torsional stroke lengths met product specifications. The handpiece was then tested for flow rate through the irrigation and aspiration line and met specifications. The handpiece exhibited no functional issue and met specifications for all tests performed. The phaco handpiece was manufactured on august 25, 2015. Based on qa assessment, the product met specifications at the time of release. The handpiece was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A healthcare professional reported that the handpiece was ineffective and overheated. Timing of the event and patient impact are unknown. Additional information has been requested but not received. This is one of two reports being filed for the same facility. The alcon reference numbers are: (B)(4).